Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, as the device was passed to the sterile field, the cartridge fell out of the device. Another device was used to complete the procedure. There was no patient involvement. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.